Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 43.0cm was returned for analysis. External insulation abrasion was noted at 32.4-33.5cm from the distal tip, consistent with lead friction to another device or patient anatomy. The outer coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that the lead exhibited a noise anomaly and was removed. The patient was doing well post procedure.